Event description:
It was reported approximately 6 weeks ago, following a diagnostic procedure, a 6f angio-seal was deployed. A pre-insertion angiogram was completed. The patient was reported to be fine, and was discharged after the procedure. The following morning while at home, the patient felt a "pop" and significant pain in the groin. The patient presented to the hospital, and on examination slight swelling /bruising was noted in the groin area. An ultrasound revealed a small aneurysm filled with thrombus. The patient's blood flow in the common femoral artery was reported to be normal. The patient was readmitted for observation, and was discharged 48 hours later with no further symptoms.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instructions for use (IFU) state based on clinical experience, thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal patient information guide state some bruising or discomfort is common during the healing process after intravascular procedures; however, the patient should contact their physician immediately at the number listed on the patient information card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and / or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage or any other unusual symptoms. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.